Manufacturer narrative:
(B)(4).additional information: based on the photographic evidence, the belief is that the complication was the result of either an incomplete firing stroke or excessive tissue in the jaws. The analysis results showed that the cs40g device was received in good visual conditions and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have one staple stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties.

Event description:
It was reported that during a rectum resection & cholecystectomy procedure, the device got blocked when the doctor activated it. The device was cut out. Unknown how case was completed. The procedure was prolonged by twenty minutes.

Manufacturer narrative:
(B)(4). Conclusion: based on the photographic evidence, the belief is that the complication was the result of either an incomplete firing stroke or excessive tissue in the jaws. Additional information: did the device fire and not open? The stapler fire but doesn't open and doesn't cut. Did the device not fire but could not be opened? No answer. How much tissue was cut out to remove the device? All tissue that were inside the stapler. How was the case completed? Putting ligaclips over the border and cut with scissors. Were there any patient consequences related to the event? No. Did the post-operative care change? No.